Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Was there any adverse consequences that affected the patient because of the reported event? -not yet but the patient has the fracture instrument in his body. B. Was the event happened during a revision surgery? Extended operation time, blood loss, can¿t move the fracture instrument - b.1 if yes, were there depuy implants involved/explanted? \ -corail. - b.2 if yes, what was the reason for revision? Was the patient experiencing any adverse symptoms that led to the revision surgery? -foreign body cause of infection. -b.3 was there loosening involved during the revision surgery? If yes, please provide the loosening component and loosening interface. Not sure. - b.4 please provide the product and lot number of the explanted depuy products. -not yet. - b.5 please provide the product, lot number and quantity of the depuy cement. -no use. C. Please confirm the quantity involved: (B)(4). D. Did only 1 inserter break in the patient? -yes e. Did 2 inserts break in the patient? -no. F. Was there any infection confirmed -not yet.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =259807570 implant inserter when surgeon impacted corail with the instrument . Thread of instrument fracture and cant remove form implant. It is in a body of patient. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation was able to confirm the complaint. The tip of the retaining stem inserter has broken off from the device and is not visible on the photo attached. However, no evidence of a fragment remaining in the patient was provided in order to confirm the foreign body left in patient allegation. Based on the provided information and evidence a potential caused cannot be established at this time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the surgeon impacted the corail with the instrument the thread of the instrument fractured and couldn't be removed from the implant. It is in the body of patient. Surgery was delayed 30 minutes due to the reported event.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :259807570 implant inserter when surgeon impacted corail with the instrument . Thread of instrument fracture and cant remove form implant. It is in a body of patient. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation was able to confirm the complaint. The tip of the retaining stem inserter has broken off from the device and is not visible on the photo attached. However, no evidence of a fragment remaining in the patient was provided in order to confirm the foreign body left in patient allegation. The observed damage was most likely caused by repetitive off axis impaction and prying motion of the device while still attached to its mating implant. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, the potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.